Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint reports "the pump was filled to 500 ml/hr and set to a rate of 10 ml/hr and was connected to a peripheral nerve catheter. Patient was sent home and after 25 hour the patient went to adjust the rate and noticed that the pump was empty. This would indicate a rate of appx 20 ml/hr which is significantly higher than the set rate of 10 ml/hr. Patient disconnected the pump and pulled the catheter. Both items were discarded."

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint reports "the pump was filled to 500 ml/hr and set to a rate of 10 ml/hr and was connected to a peripheral nerve catheter. Patient was sent home and after 25 hour the patient went to adjust the rate and noticed that the pump was empty. This would indicate a rate of appx 20 ml/hr which is significantly higher than the set rate of 10 ml/hr. Patient disconnected the pump and pulled the catheter. Both items were discarded."